Manufacturer narrative:
Initially, one event was reported by the pts' attorney. However, review of the medical records showed there to be an additional implant. Based on the info available at this time, no definitive conclusions can be made. This pt has a history significant for infections and non-healing wounds following abdominal surgery. These complications occurred before the implant of any bard product and continued after the removal of the bard products. The medical records indicate that the pt was treated for adhesions and fistula formation, both of which are known possible adverse reactions listed in the IFU. It was also indicated that the pt was treated for an infection. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." There was no lot number included in the medical records provided; therefore, a review of the mfg records could not be conducted. Additionally, no sample was returned for eval. If additional event and/or eval info is obtained, a f/u MDR will be submitted.

Event description:
The initial attorney report alleged pain, required substantial medical treatment, scarring, disfigurement and permanent injury, defective mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2004 - open cholecystectomy, repair of incisional hernia with composix kugel mesh, primary repair of an umbilical hernia, and abdominal wall reconstruction with flat mesh. (Note: the composix kugel mesh was reported to the FDA in accordance with (B)(4)). On (B)(6) 2004 - pt's wound opened up and became necrotic. On (B)(6) 2004 - excision of infected composix kugel and flat mesh, repair of herniated defect with a non-bard graft. This was followed by a separate procedure of bilateral bipedicle fasciocutaneous flaps. During this procedure it was noted that the composix kugel mesh was fairly free of adhesions, but there was one area along the edge that was stuck to some small bowel; the small bowel was inadvertently torn while removing the mesh. The flat mesh was excised without incident. On (B)(6) 2004 - admitted and treated for persistent small bowel enterocutaneous fistula, it was noted during this stay that the pt has a history of poor healing and significant tobacco use. Reportedly, between hospital stays the pt was noncompliant at home, including resuming smoking, she had a central line in her for hyperal that was not being used and she was requested to come in for removal, she did not appear as scheduled and subsequently presented to the ER with line sepsis. It was noted that her catheter was removed and she has been started on IV antibiotics, a new line was placed, hyperal resumed, and a better control of her wound was obtained.